Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. The outcome of the skin irritation is unknown.